Event description:
It was reported that the pulse generator exhibited intermittent sensing and high impedance. The device sensitivity was reprogrammed and the patient would be monitored. The medical condition of the patient was good.